Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clip did fall into the patient and yes it was retrieved. The device had been fired several times prior to the problem of the clip appearing to fall from the device. The structure the device was used on was the cystic duct which was rather large, the clip did appear to be fully advanced into the jaws prior to firing and there didn't appear to be any torquing of the instrument at the time of firing. I don't know if there was any resistance whilst firing the trigger and there were no unexpected noises. The device appeared to work correctly initially and no-one other than the surgeon fired the device, the incident with the clip dropping from the device did occur more than once and the clips were retrieved. This happened during a very difficult laparoscopic cholecystectomy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was used, and at first it was thought the instrument was ok, but when doctor inserted the instrument in order to use, the clip just seemed to fall out of the jaws of the instrument before he was able to use it. We performed several tries and then opened another one. No adverse event on the patient.